Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported event could not be identified. [Consideration] the followings were confirmed from the investigation. -it was found the main board failure of the subject device at the inspection of olympus china. -the subject device was not returned to the manufacturing site. From the above investigation, the cause of the reported phenomenon was occurred due to the main board failure. The cause of the main board failure could not be identified. In addition, the cause could not be presumed because the subject device was not returned to the manufacturing site. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device made the alarm and the front panel of the subject device went black when starting up during the preparation the unspecified therapeutic procedure (the patient was not under anesthesia). The intended procedure was completed with another similar device and its procedure not delayed more than 15 minutes. For a while later, the field service engineer of olympus china gave the additional information about those phenomena. The field service engineer said that the subject device went blackout with long alarm sound after startup. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at (B)(4). The reported phenomena were duplicated, and it was found the cr board failure which caused making alarm. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.